Manufacturer narrative:
The pump was received with no button response due to an unlocked lcd keypad connector. Unable to perform idle current, run current, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement or self tests due to the button keypad anomaly. The pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the esc button was not responsive. Device was beeping non-stop. Customer's blood glucose was 419 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.